Event description:
The device was used during a low anterior resection. Reportedly, the instrument was difficult to open and did not cut. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.